Event description:
It was reported by the patient that he received a shock and also heard an alarm the following morning. Follow-up with the patient's clinic indicates that he received an inappropriate shock due to an apparent lead fracture of the distal tip. The rv lead was capped and replaced. No further patient complications were reported as a result of this event. Further information was reported by the patient that indicates that while replacing the lead his lung was punctured.

Manufacturer narrative:
Asku